Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating while the device was in use on a patient, it was observed that the tidal volume was displayed as zero, and the ventilator continuously alarmed for low minute ventilation. The patient felt difficulty exhaling. The clinical procedure was stopped, and the ventilator was promptly replaced; and an engineer was contacted to examine the issue. No significant harm was caused to the patient. No other medical intervention provided to the patient other than the swap. Per good faith effort (gfe) response received 29apr2025, it was confirmed that the hospital sought third-party maintenance and inspection. No repairs were completed by a field service engineer as the customer declined service and repair, therefore, it could not be determined if it failed to meet specifications. However, it was confirmed that after the hospital had the air mixing valve and flow sensor replaced by a third party, the equipment was put back into normal use. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.